Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "after 2-3 days impossibility of aspiration, flowing around the injection site. Proximal port is not working on the 4th lumen, 3 lumens were okay.". It was reported the fourth lumen was "leaky". The catheter was removed and replaced with a new 3-lumen catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one representative, unopened 4-l cvc kit for analysis. No signs of use were observed on the outside of the kit. The kit was opened to further analyze its components. Visual inspection of the returned 4-l catheter revealed no defects or anomalies. The catheter body total length from the juncture hub to the distal tip measured to be 169 mm which is within the specification of 157 mm - 177 mm per catheter product drawing. The outer diameter of the proximal lumen measured to be 0.0866" which is within specifications of 0.084"-0.088" per proximal extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within the specifications of 0.055"-0.059" per proximal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions-for-use (IFU) provided with this kit which states "flush each lumen of catheter with sterile saline solution, to establish patency and prime lumen(s)." All four extension lines were flushed using a 5cc syringe. No leaks or blockages were observed on any of the extension lines. A manual tug test confirmed all extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak during use could not be confirmed by complaint investigation of the returned sample. The returned representative sample passed all relevant dimensional and functional inspection, and a device history record review did not identify any relevant findings. Based on these circumstances, no problem was found with the returned representative sample. The probable root cause of this complaint could therefore not be determined without the actual sample returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as "after 2-3 days impossibility of aspiration, flowing around the injection site. Proximal port is not wo rking on the 4th lumen, 3 lumens were okay.". It was reported the fourth lumen was "leaky". The catheter was removed and replaced with a new 3-lumen catheter. The patient's condition is reported as fine.